Event description:
The procedure was renal artery stenting. The sds catheter was being loaded over an ironman wire, which was believed to have not been wiped down properly beforehand. Prior to the sds catheter entering the pt over the wire, difficulty was experienced advancing the sds over the wire, until it failed to advance completely. Upon pulling the sds catheter back off over the wire, the tip of the sds separated completely from the catheter, but remained on the wire outside the pt. The separated tip and sds catheter were removed off the wire, and the wire was wiped down. A second palmaz blue/aviator sds was then advanced over the same wire without difficulty. The complaint product never entered the pt. The product was said to be available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.